Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No product was returned for evaluation; therefore, the condition of the product could not be verified. The complaint report indicates the tip had been reused. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4)

Event description:
A doctor reported that the reused phaco tip broke during a right eye cataract procedure. The tip was removed from the patient's eye and the product was exchanged. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.